Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. The cause of the reported alarm could not be determined from the available information. A use error was also reported. The patient had cycled power and was connected to the same disposables during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had cycled power and now was connected during priming of the same disposable set. The alarm was resolved by cycling power to the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.